Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the ins was not holding a charge like it used too and therefore she was having to charge the ins more often. Patient charged the ins last friday and she described seeing the ins battery was low informational screen. Patient's settings had remained the same for "awhile" and that she just made an adjustment last night. Patient started a charging session during the call and confirmed seeing all 8 coupling boxes shaded for excellent charging quality. Belt was broken. It "sometimes pinches" her. It was "probably the past month" when she noticed both the broken belt and that it was pinching her. No further complications were reported.